Manufacturer narrative:
A complete analysis and tested of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated with specs. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
It was reported that emergency medical services were contacted and the customer was hospitalized due to a low blood glucose of 26 mg/dl. Customer was treated with intravenous insulin. The drive support can on the customer's insulin pump was reportedly sticking out. The customer did not believe she had pressed in the cap while connected as the belt clip had been covering that are of her insulin pump. Nothing further reported.